Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd smartsite secondary set was leaking. The following information was received by the initial reporter with the following: it was reported by the customer that received a report of ongoing problems with bd sets leaking, out of the package separating or not priming.